Event description:
Pt sustained fracture of left tibia during 9/94. An im nail was placed in the fracture site during october, with wires. During november, the pt's fracture progressed to a non-union. In 1/95, follow-up radiographs revealed healing of the fracture site, however, pt had marked atrophy of the calf and ankle area. The pt was placed in a walker and a tens unit was placed, along with other physical therapy treatment modalities. Pt underwent removal of hardware wires and localized bone grafting during 5/95. During june, the pt reported stepping in a hole and he had been taking ibuprofen without improvement of the pain. Radiographs revealed a fatigue fracsture of the tibial nail and a stress fracture of the tibia. The pt was placed in a cast brace and was then admitted to the hosp for removal of the tibial nail.